Event description:
It was reported to boston scientific corporation that an initial attempt to inject radiopaque dye from the right angle feeding tube of a corflo cubby low profile gastrostomy feeding balloon was unsuccessful. According to the complainant, a subsequent attempt using a bolus feeding tube was successful. Reportedly, a subsequent evaluation of the right angle feeding tube realized that water could be injected through the device and the procedure was successfully completed with the suspect device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.